Manufacturer narrative:
(B)(4). (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
Customer reported that an ar40e intraocular lens (iol) was explanted due to an unexpected post operative refraction. The post operative refraction was diagnosed one day post op, (B)(6) 2016. Another iol was implanted on a different day. Patient had good visual acuity condition post-op and has recovered.

Manufacturer narrative:
Complaint device was returned to manufacturer. Device available for evaluation - yes, returned on july 06, 2016. Device returned to manufacturer - yes. Device evaluation: complaint device was returned for evaluation. The explanted lens was observed with one haptic detached and the other bent. The condition observed is consistent with a lens that has been removed or explanted. The reported issue could not be verified.   The manufacturing production order (po) was evaluated and the devices were manufactured within specifications. The units were released according to specification. There is no non-conformity report for this po. During manufacturing process, all lenses are inspected under 10x microscope magnification and defective devices are rejected.   A review of the complaints related to the production order was performed and the results revealed no other complaints for this order number. A historical complaint data review was performed and results did not identify any product deficiency.   The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product.   Based on the investigation results, there is no indication of a product malfunction or product quality deficiency.   All pertinent information available to abbott medical optics has been submitted.